Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead noted that there is blood in/on the helix/lobe and the helix is distorted/bent. The helix has been compressed so that it will not function within specification. Damaged at implant.

Event description:
It was reported that during implant attempt, the lead was positioned in the rv apex. Under fluoroscopy, the maximum number of rotations (20) were applied to extend the lead's helix electrode using the fixation tool. The space between the indicator stop and ring did not appear to close therefore 20 rotations were applied to retract the helix and a second attempt performed. The rotation tool was clicking when rotations applied. The lead was repositioned and 20 rotations applied again to extend the helix. The space between indicator stop and ring did appear to close slightly but not enough to imply complete extension. Throughout this process the patient had several episodes of sustained vt which required overdrive pacing. The lead was removed and not used. The patient was not affected. It was reported the lead was attempted but not used as the helix was not functioning properly. After 20 rotations, the space between the indicator stop and ring did not appear to close. (B) (6) 2010: it was reported that during implant attempt, the lead was positioned in the rv apex. Under fluoroscopy, the maximum number of rotations (20) were applied to extend the lead's helix electrode using the fixation tool. The space between the indicator stop and ring did not appear to close, therefore 20 rotations were applied to retract the helix and a second attempt performed. The rotation tool was clicking when rotations applied. The lead was repositioned and 20 rotations applied again to extend the helix. The space between indicator stop and ring did appear to close slightly but not enough to imply complete extension. Throughout this process the patient had several episodes of sustained vt which required overdrive pacing. The lead was removed and not used. The patient was not affected.